Manufacturer narrative:
(B)(4). It was indicated by the complainant that the explanted devices would not be returned to zimmer biomet for evaluation as the whereabouts of the devices are unknown. Event date - 2015, implant date - 2015, explant date - 2015. Concomitant medical products- unknown vanguard femoral component catalog #: ni lot #: ni, unknown vanguard polyethylene bearing catalog #: ni lot #: ni. Foreign - (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03923, 0001825034-2018-03924, 0001825034-2018-03925.

Event description:
It is reported that the patient underwent a two-stage left knee arthroplasty revision due to infection within one year. The patient received a spacer and subsequently underwent knee arthroplasty on a later date.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information.